Event description:
The customer reported that shortly after the pt's treatment had commenced, the tech smelled smoke. The machine then alarmed general safe state. The treatment was discontinued and the pt was immediately disconnected. The blood in the extracorporeal sys was not returned to the pt. The pt's estimated blood loss was 218 ml. The pt did not incur any injury and the dialysis treatment was restarted on another machine.